Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large suturecut needle driver instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical requested the return of the large suturecut needle driver instrument to be evaluated by failure analysis, but the product has not been returned yet.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a torn wire. The procedure was completed with no patient harm.